Event description:
A consumer reported that immediately following bilateral intraocular lens (iol) implant surgeries, she is experiencing glare. She reported her surgeon says it is perhaps dry eyes and has given her eye drops and fish oil tablets. Her surgeon told her that her visual acuity tests are good, therefore, it is not a mis-prescription of the lenses. The consumer believes her severe nearsightedness "might have required a shape to the lenses that leads to this effect (glare) and in that case, the correction should have been less in order to avoid this issue". Additional info has been requested. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional info was requested on 03/13/2012, 03/14/2012, and 03/23/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).